Event description:
A false positive advia centaur test result was obtained on a patient's aliquot sample. A patient sample was obtained from a second aliquot and the result was zero. Repeat testing of the second aliquot sample was zero. The final thcg result was reported as less than two. Patient chemotherapy treatment was delayed due to the false positive thcg result. There was no report of adverse health consequences.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed repeat testing of each sample aliquot. The initial aliquot sample test result was positive for thcg. The second aliquot sample test result was negative. Analysis of the instrument and instrument data indicates that the cause for the false positive thcg result could be pre-analytical contamination of the sample. The instrument is performing within specifications. No further evaluation of the device is required.